Event description:
Reporter stated the patient had experienced hyperglycemia, and he disconnected the infusion device after receiving an e6 mechanical error. His blood glucose elevated to "hi" mmol/l, and he did not feel well. His wife came home and found him unconscious. She contacted paramedics, and he was transported to the hospital. He was admitted to the hospital with a blood glucose level of 44.0 mmol/l and was discharged after 5 days. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).